Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction recurs.